Event description:
An attempt was made to use two onyx trucor coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion in the mid left anterior descending (lad) artery. The devices were inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. It was reported that stent deformation occurred in vivo during positioning/advancement for both devices. It is believed that the event was due to the use of the devices in difficult lesion morphology/anatomy or procedural related. The patient is alive with no injury.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states-marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification. No deformation was evident to the stent wraps. No deformation evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Image analysis: procedural images were provided for analysis. The images confirm the presence of a lesion on a tortuous bend in the mid lad. This lesion was pre-dilated on numerous pre-dilations. After the pre-dilations an anomaly in the vessel that appears to be a dissection can be seen. A second wire was introduced into the vessel and a stent was delivered to the site. The stent was deployed and the vessel distal to the stent was ballooned. The anomaly in the vessel was still evident. Further ballooning was completed in the vessel. After the additional ballooning the anomaly in the vessel is still evident. No further treatment in the vessel was provided on images. The most likely cause of the reported stent deformed in vivo and failure to deliver the stent was not seen on the images provide. It appears most likely the reported event was due to the vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: initial reporter phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.